Event description:
Pt's cheek was burned by the handpiece during a procedure. Two handpieces were sent in for repair because the office was not sure which device caused the burn. See report 1419798-2008-00012.